Event description:
It was reported that the customer's insulin pump was not working. The customer received a no delivery alarm when trying to prime the insulin pump. The customer replaced the battery and a new infusion set, and the insulin pump instantly alarmed no delivery. The customer's blood glucose was 174 mg/dl. Troubleshooting was done. Customer stated that insulin did not exit the pump during a fixed prime and that the insulin pump alarmed no delivery. The customer stated that the issue was because of a bad connection between the reservoir and infusion set. Customer did not have supplies at the time of the call in order to replace the reservoir and infusion set. Customer stated that he would call back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.